Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right atrial lead exhibited impedance of 200 ohms. Due to patients anatomy the atrial lead could not be replaced, it remained implanted and in use.